Event description:
It was reported that during a low anterior resection procedure, the doctor secured the anvil into the proximal bowel with a purse string suture. He then introduced the device via the rectum and connected the spike to the anvil and heard the click. However, after winding down, he fired the device, hearing a crunch, only to find that as the drivers were pushed forward, the anvil fell off, meaning no staples were formed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.